Event description:
It was reported that during preparation of the 7x60mm armada 35 balloon dilatation catheter, when flushing a leak was noted on the side of the balloon. There was a hole in the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported inflation issue could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported inflation issue could not be determined. Possible factors that may contribute to difficulty inflating may include, but are not limited to, poor connection with the inflation device, insufficient preparation, inflation technique, patient anatomical morphology, and patient disease state. In this case, a conclusive cause cannot be determined since the reported complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction to h6 - adverse event problem; medical device problem codes 1354 & 4008 removed.

Event description:
Subsequent to the initial report being filed, the following additional information was provided. It was reported that the procedure was to treat the superficial femoral artery (sfa). The 7x60mm armada 35 balloon dilatation catheter was advanced to the target lesion without issue. However, the balloon failed to inflate. Therefore, a leak or hole in the balloon was suspected, but not observed as initially reported. There was no adverse patient effect. No additional information was provided.